Event description:
When the surgeon went to use the ethicon liga-clip applier, it did not fire. The product was taken off the field, flagged as broken and a new medium clip applier was given to the sterile field and fired without difficulty. The device will be returned for failure analysis. No harm came to the patient. Manufacturer response for applier, surgical, clip, ligaclip (per site reporter). The device will be returned for failure analysis.